Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that the trial poly extractor broke while trying to extract the poly. There was no surgical delay. All pieces were recovered. The instrument broke at the tip of one of the forks. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned device found that one of the prongs from the attune tibial trial extractor was broken. The broken fragment was not returned for evaluation. No other issues were observed. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. A dimensional inspection for the attune tibial trial extractor was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune tibial trial extractor would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended use error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the trial poly extractor broke while trying to extract the poly. There was no surgical delay. All pieces were recovered. The instrument broke at the tip of one of the forks.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.